Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm and the buttons were not responding due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive buttons. The device also was received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. The unit had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.

Event description:
Customer called stating she was on a boat and her insulin pump got wet. The device alarmed button error. Customer's blood glucose is 86 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.